Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The husband reported that his wife had a couple of small seizures where she would tighten up and go rigid and flat. She came out of it the first time and was talking and breathing. The second time she did not come out of it right away, so the paramedics got there and revived her, and checked everything on her. They gave her some insulin because they thought she was a little low (he was clear in stating it was a low blood glucose she was provided insulin for) and they left. And then an hour and a half later the third one came, he had to call the paramedics right away, and the lady from 911 had him giving her pumps on her chest so she could breathe, which he did until the paramedics got there and took over, and they said that it was more serious than they thought and they took her to the hospital. The husband got to the hospital an hour and 15 minutes later and they were still working on her in the emergency room (ER). The doctor stated her iris did not dilate and that was a sign of being brain dead. He states it was not caused by her diabetes per say. She had not had anything like that happen before. The patient's former doctor said it was most likely a combined effect of all the stresses and her heart was wearing down more and more and she most likely had some type of mini-stroke, and she was not revived quickly enough on the third one, not giving airflow to her brain. The husband allowed her to pass and stated everything happened within 3-3.5 hours. He was told it was heart related and they blamed the death on the mini-strokes. The husband did not know if any medications were provided in the ER. The patient had been taking many (about 25) medications but the husband did not mention specific medical issues.